Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event

Event description:
It was reported that patient underwent total hip arthroplasty on unknown date. A subsequent revision was performed due to unknown reasons on unknown date. No further information has been provided.